Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and tissue was present around the helix. Detailed analysis confirmed that the lead tip and helix mechanism were intact, but the inner coils near the tip were stretched, likely preventing retraction. Resistance testing found the lead was electrically continuous.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged ten days post implant. A revision procedure was performed and the rv lead was repositioned. There was also a small pericardial effusion noted following the procedure that was not hemodynamically significant. The following morning, the lead was identified to not be capturing. Another revision procedure was performed. During the explant procedure radiographically, it was confirmed the lead dislodged. There was difficulty experienced retracting the helix. Gentle traction was used and the lead was explanted. Outside the body, the helix was observed to have some tissue in it and it was still unable to be retracted. The lead was not replaced, as the patient did not have a need for ventricular pacing. Therefore, the rv port of the device header was plugged. The device planned to be used as a single chamber pacemaker programmed to aai mode. An echocardiogram was performed following the procedure which again showed a small pericardial effusion (<1 cm), in which there were no echocardiographic signs of increased pericardial pressure.